Event description:
It was reported to medtronic neurosurgery that a patient allegedly had recurring symptoms resulting in a revision surgery about a year after the valve was implanted.

Manufacturer narrative:
The device has been returned but has not yet been evaluated. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.